Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The connector of the monitor's electrode belt receptacle was not fully seated on the computer/analog pca. The root cause for the unseated belt receptacle connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to communicate with an electrode belt.